Manufacturer narrative:
Ous MDR - the ICD underwent a status interrogation, which showed the device status mol 2 after an implantation time of 26 months. The shock table documents 120 charge processes, partially aborted. The connection system of the defibrillator was examined mechanically. The screws of the shock and pacing outputs were normal. Leads inserted as a test easily made contact and were low-ohmic. The drill hole dimensions were all within the dimensions prescribed by the is-1 and df-1 standards. The memory content of the ICD was checked; disturbances in the ventricular channel could be seen in the available iegms. The signal perception of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. Next, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was applied and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable.

Event description:
Ous MDR- after an implantation time of about 26 months, inappropriate shock deliveries due to artifacts in the rv channel were reported. Linox sd 65/16, (B) (4), MDR 1028232-2009-01325.